Event description:
It was reported that patient saw the "replace generator" message on their patient controller. No other intervention is planned at this time.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.